Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: a 407652 crdm non-defib lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient was experiencing pocket stimulation with increasing consistency over life of lead. The lead was capped and a new pacing lead was placed due to suspected insulation breach. During the procedure some abrasion cuts from sutures were noted on the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.